Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient had an additional surgery 2 years post explant of the ventrio mesh for removal of adhesions, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. While it appears the mesh was implanted two months after the expiration date of the device, there has been no allegations reported based on the expiration date of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of an incisional hernia, a ventrio hernia patch was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to remove the ventrio hernia mesh. On (B)(6) 2015 - the patient underwent an additional surgery to remove abdominal adhesions. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient had an additional surgery 2 years post explant of the ventrio mesh for removal of adhesions, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. While it appears the mesh was implanted two months after the expiration date of the device, there has been no allegations reported based on the expiration date of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 3 years 4 months post implant of ventrio mesh, patient was diagnosed with abdominal pain, abscess, mesh erosion, adhesions, fistula, infection thereby underwent repair with mesh removal. Per op notes ¿the mesh was eroding into small bowel.¿ the instructions-for-use supplied with the device list fistula as a possible complication. In regards to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of an incisional hernia, a ventrio hernia patch was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to remove the ventrio hernia mesh. (B)(6) 2015 - the patient underwent an additional surgery to remove abdominal adhesions. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with an incisional hernia thereby underwent open repair with ventrio mesh. Per the operative notes, "dissection of the midline adhesions revealed multiple fascial defects. A double layer ventrio mesh was used to repair the defect and sutured." (B)(6) 2013 - patient was diagnosed with abdominal pain, mesh eroding into the small bowel, small bowel obstruction and infected mesh thereby underwent repair with removal of infected mesh. Per the operative notes, "there was abscess revealing pus. Identified loops of small bowel entering and exiting the phlegmon associated with infected mesh. 3 loops of small bowel that was densely adherent to the mesh and bowel resection was performed to remove the mesh. There was brewing fistula into the mesh cavity. The mesh still in the abdominal wall was then sharply excised. Because of the underlying infected mesh and pus, a bilateral component separation of parts was performed¿. Attorney alleges that the patient had abscess, adhesions, bowel obstruction, fistula, infection, mesh migration, mesh removal, pain and emotional injuries.